Manufacturer narrative:
H2) additional information: a1-a3a updated. B5 updated. There was additional information received from the initial reporter that stated the issue occurred during use with a patient. There was a delay in infusion therapy, and the pump was swapped out. There was unknown signs or symptoms experienced from the event. B6-b7 updated. D3 manufacturing plant address, city, and zip code updated. H6: f code updated.

Event description:
It was reported that there was an error: 41622. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The root cause is that the hub gear is loose and misaligned from the flate gear. This was replaced and the device passed all functional tests. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.